Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed from technical services (ts). This is all the information provided, and additional information has been requested. At this time, the device remains in service. No adverse patient effects were reported. Additional information received advised the patient was scheduled for a device revision in january but cancelled the procedure. Information was requested from the physician, and the hospital and no additional information has been obtained for a new procedure date. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in-service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident and analysis of available information did not identify a specific complaint cause. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed from technical services (ts). This is all the information provided, and additional information has been requested. At this time, the device remains in service. No adverse patient effects were reported.